Event description:
A malfunction alarm was reported on the pump. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge, but the cartridge alarm recurred, leading to unsuccessful resumption of insulin therapy. The pump was not replaced as it was out of warranty.